Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement was reported.

Event description:
It was reported that the device was heating up during testing at the user facility. No patient involvement was reported.